Manufacturer narrative:
The delivery system was returned locked with a bend in the balloon shaft distal to the strain relief due to packaging. Visual inspection of the returned delivery system revealed a longitudinal tear along the length of the inflation balloon due to the balloon burst with no balloon pieces missing. Additionally, no visual balloon abnormalities (stretching, surface scratches, fish eyes, gel spots) were observed on the returned device. No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst). Single wall thickness measurements were taken along the tear in the inflation balloon to ensure that the wall thickness of the material was within specification as a thin wall could contribute to the observed burst and could be indicative of a manufacturing non-conformance. The measurements that were taken met the single wall thickness specification. The device history review was performed and did not reveal any issues that could have contributed to this complaint. No instructions for use or training deficiencies were identified. Inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint for a ¿balloon burst.¿ the complaint for balloon burst was confirmed based on device visual inspection. Review of manufacturing mitigations, IFU/training, dimensional measurements, and device visual inspection did not identify any manufacturing non-conformities on the returned device. Available information indicates that patient factors (moderate native leaflet calcification and moderate native annulus calcification) may have contributed to the event. Based upon the reported calcification, it is suspected that the failure mode is likely due to patient factors (calcification). Since no visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. The complaint was confirmed for balloon burst, but no manufacturing non-conformities were found in the returned sample. Available information indicates that patient factors (calcification) may have contributed to the event. Since the occurrence rate does not exceed the (B)(6) 2017 control limits for this trend category, ¿balloon burst,¿ no corrective or preventative action is required.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Investigation is underway.

Event description:
As reported by a clinical specialist, upon deployment of a 26mm sapien 3 valve in the aortic position via transcaval approach, the commander delivery system balloon ruptured. The balloon was fully expanded using 23 inflation volume and the valve was fully expanded but at end of inflation the balloon ruptured. There was no patient injury and the valve was successfully deployed at 80:20 aortic. The patient had moderate native annular calcification and moderate leaflet calcification.